Manufacturer narrative:
The black circle/alarm icon functioned properly during testing. No button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had battery tube threads cracked, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was beeping and had a black circle on the screen. The customer could not clear the alarm. Customer's blood glucose level was 194 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.